Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the sys were taken, no bacterial grown was detected. The fse decontaminated the sys although no bacterial growth was detected. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were detected by the operator by monitoring the anion gaps. No erroneous results were reported out of the lab. No further details or actions to address the event were provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.